Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to dislodgement. The patient is in stable condition.

Event description:
New information notes that lv dislodgement was confirmed by x-ray. It was also noted that there was a loss of capture.